Manufacturer narrative:
The device was returned for evaluation. However, testing has not yet been completed.

Event description:
An event was reported that occurred between (B)(6) 2025 to (B)(6) 2025. The reporter stated that a 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock was leaking an unspecified fluid/infusate during patient use. There was no report of any human harm. There were 2 occurrences of the same issue/failure mode with the same list and lot number of the product.

Manufacturer narrative:
Investigation summary: received two (2) used mc33371 smallbore bifuse ext set w/2 microclave for inspection. One (1) of the samples had the tubing separated from the microclave bond pocket. Examination of the bond area showed little to no solvent present. No defects or anomalies noted on the other sample. The set with no defects or anomalies noted was leak tested per product specifications. There was leakage from the tubing to bond pocket of the male luer. Examination of the leakage showed a tear in the tubing. The reported complaint of leakage can be confirmed on the two (2) samples. The probable cause of sample 1 is due to insufficient solvent applied during manual assembly. The probable cause of the other sample is due to an unintentional pulling force during use. A device history record review could not be conducted because no lot number(s) was/were identified.